Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant medical products: unknown knee femoral, cat#: unknown lot#: unknown, unknown knee tibia, cat#: unknown lot#:unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that patient underwent revision due to pain and swelling. It was discovered that the device has fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated implanted date.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to pain and swelling. Upon explantation of device, it was found to be fractured in two (2) pieces, as the post had fractured. No further information has been provided.